Event description:
Additional information received surgical intervention was undertaken on (B)(6) 2021 during which the existing ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller showed a message about the generator's battery life when connecting. No other information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.